Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system jet 7 reperfusion catheters (jet7s) from penumbra system jet 7 kits. While preparing a jet7 for use, the physician reported that the jet7 became kinked. Therefore, the jet7 was not used in the procedure. The procedure was continued using another jet7. After making one pass with the jet7, it was removed from the patient and flushed. While flushing the jet7, the physician reported that it expanded at the distal 10 cm portion. Therefore, it was removed. The procedure was completed using other catheter. There was no report of an adverse effect to the patient.